Event description:
Surgeon reported lap-band was found to routinely leak fluid by vol. Of approx. 2ml after adjustments. The access port was originally explored in theatre three months ago and put under extensive pressure test and no leak was observed. This was monitored over a three month period where observation continued to occur. The access port was explanted and subsequent testing (submerged the suspect product in water using methylene blue as a marker) found that after a three hour period, a slow leak was observed form the bottom of the base plate. The explanted device will be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."